Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The camera arm cables were reseated and the issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The "localizer not connected" message was received. The camera had a green power light (no amber light illuminated). The interconnect cable was reseated without resolution. Further troubleshooting of internal connections were not conducted due to lack of access to tools. No complications were reported/anticipated.